Event description:
It was reported that the user experienced nocturnal hypoglycemia with a lowest blood glucose of 56 mg/dl, received ilet low alerts, and was advised by their clinician to pause insulin by shutting down the pump until morning; the user later contacted support and was guided to shut down the pump, with understanding that restart would require placement on the charging pad. Symptoms included shakiness. Outcomes included non-medical assistance from a household member who provided oral carbohydrates due to the user¿s blindness and successful correction with juice and candy, with no medical intervention or hospitalization. Investigation included complaint intake review and user troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction, with the event categorized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.